Event description:
It was reported that the patient presented in-clinic for a right catheter angio procedure. During the procedure, the atrial lead was dislodged. The dislodgment was visualized under fluoroscopy during the angio procedure. Additionally, the atrial lead exhibited far r over-sensing. On (B)(6) 2022, the atrial lead was repositioned. Patient was stable.